Event description:
A hemodialysis user facility reported that during treatment an external blood leak occurred. The leak was visually observed leaking at the rim of the venous end of the dialyzer. Test strips were not used to confirm. Estimated blood loss was 240 cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample is available for manufacturer evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.